Event description:
Same case as MDR ID# 2134265-2013-02133. (B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced cardiac arrest and expired. On (B)(6) 2010, the patient presented due to unstable angina and positive stress test. A 20x3.50mm taxus liberte study stent was placed in the proximal right coronary artery and a 32x2.5mm taxus liberte study stent was placed in the third obtuse marginal branch segment, resulting in 0% residual stenosis with timi 3 flow at both segments. The following day the patient was discharged on aspirin. In (B)(6) 2013, that patient experienced cardiac arrest. The patient was found unresponsive, CPR was initiated by emergency medical service and the patient received defibrillation for 30 minutes. An echocardiogram revealed left ventricular hypertrophy with normal ejection fraction and no segmental wall motion abnormalities noted. The patient expired of arrhythmia and an autopsy was not performed.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).